Event description:
It was reported that the device gives inaccurate readings. The unit has a mirror effect. For an example, if the pulse rate of the subject is 89, the screen displays 98. Add'l info rec'd indicated that the device was not tested on a pt. The mirror effect does not only include the pulse rate reading of the device. The whole screen has the mirror effect. No pt involvement.

Manufacturer narrative:
The prod has been returned to masimo for eval. When the investigation is complete a f/u report will be submitted.